Event description:
Healthcare professional reported, right-side rupture. The device remains implanted.

Manufacturer narrative:
Date of birth: 17mar1992. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, the device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). And broken device on the posterior side assessed, as surgical impact opening (shell thickness within specification). Additional observations: creases is observed, wear abrasion is observed. Missing shell assessed, as inconclusive. Nick is observed assessed, as non-penetrating nick.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted.